Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed, and the reported 23118 and 23138 errors were confirmed and replicated. In logs, the 23118 and 23138 errors were found indicating a hall signal or motor encoder fault on the usm pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23118 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, errors 23118 and 23138 occurred on universal surgical manipulator (usm) 4. Prior to calling, they restarted the system but the issue was persisting. Customer was proceeding as a 3 usm setup for the time and may call back to help get walked through a hard power cycle. Please follow up with the operation room (or) manage and provide an update on the repair. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.